Manufacturer narrative:
Sc-4316 (ln 20768282) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient underwent an unknown procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an scs permanent implantation.

Event description:
A report was received that the patient underwent an unknown procedure for an unknown reason.

Event description:
A report was received that the patient underwent an unknown procedure for an unknown reason.